Manufacturer narrative:
(B)(4). This product will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) was explanted due to a subclavian crush. The lead will not be returned. No additional adverse patient effects were reported.